Event description:
On (B)(6) 2019, a 14/5mm amplatzer vascular plug iii was selected to close a paravalvular leak of the mitral valve. Following deployment, the device embolized and was recovered with a snare. No patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
An event of embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, (B)(4) version a, " the safety and effectiveness of this device for cardiac uses (e.g., patent ductus arteriosus, paravalvular leak closures) and neurological uses have not been established.

Event description:
On (B)(6) 2019, a 14/5mm amplatzer vascular plug iii was selected to close a paravalvular leak of the mitral valve. Following deployment, the device embolized and was recovered with a snare. No patient consequences were reported.